Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The physician was treating a 75% stenosed lesion located in the mildly tortuous and severely calcified obtuse marginal (om) branch. This 2.5x12mm quantum maverick balloon catheter was used to pre-dilate the lesion. The balloon ruptured on the first inflation at 4atms. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.